Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the cordless driver 3 trigger was getting stuck in the on position, a condition in which the device has the potential to run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During device evaluation, the reported event of the sticky trigger was confirmed by a manufacturer service technician and found that the device would run-on. The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported event was duplicated by the manufacturer service technician through functional evaluation, disassembly and visual inspection. It was noted that the trigger magnet was deformed, which may cause the reported event.

Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the cordless driver 3 trigger was getting stuck in the on position, a condition in which the device has the potential to run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.